Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 that the physician's white serial cable is not functioning and causing communication errors. It was replaced with the black serial cable and the issue resolved. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.